Event description:
Patient called in to report service error code. Patient further reported receiving therapeutic shock in the morning and stated that they were awake but forgot to press the alert button to divert the therapeutic shock. Patient confirmed gel release. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.